Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The eccentric target lesion was located in the mildly calcified and moderately tortuous left anterior descending (lad) artery with <=45 degrees bend. The lesion was predilated with an unspecified balloon catheter. A 3.00mmx20mm promus element drug-eluting stent was advanced to the target lesion; however, the stent was damaged at the tip of the unspecified non-bsc guide catheter. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s status was stable.

Manufacturer narrative:
Device evaluated by MFR: the device was returned in two sections due to a hypotube break 23cm from the manifold strain relief. The hypotube was kinked at various locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. No issues were noted with the crimped stent, tip and balloon of the device that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and did not appear to have been subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The eccentric target lesion was located in the mildly calcified and moderately tortuous left anterior descending (lad) artery with <=45 degrees bend. The lesion was predilated with an unspecified balloon catheter. A 3.00mmx20mm promus element ¿ drug-eluting stent was advanced to the target lesion however; the stent was damaged at the tip of the unspecified non-bsc guide catheter. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s status was stable.